Event description:
On 6/12/2024, I ordered a product off of amazon which is used for intimacy. It is a lubricant, and the link to the product is: https:// a.co/d/7vrjdvn around (B)(6) started getting irritation and burning. Received pain when ej. Wife felt it as well. The next day I order urinalysys, came back clean but a few mucous threads. I continued dealing with discomfort for several months, however I did not originally link it to this product. On (B)(6) did teledoc via (B)(6) over phone and received doxycycline prescription. On (B)(6) picked up prescription from walgreens this helped a little, but irritation remained. On (B)(6) ordered another urinalysis. Came back clean with few mucous threads. On the same day, realized that the lubricant is the culprit and threw away the remaining amount. Ever since we stopped using the product, my wife no longer experienced burning/irritation, however I have continued experiencing this, consistent with urethritis. Moving forward to (B)(6) 2025, I tried another prescription for doxycycline, this relieved temp but issue still remains. I have a scheduled appointment with a urologist on (B)(6) 2025. At this point, I am looking to see what can be done to get this product off of the market, and to see if amazon and company who manufactures the product, can be held liable of the harm that it has caused me. Not only do I have to deal with this constant pain due to burning and irritation, yet it has caused me nothing but pain and suffering, emotional stress and psychological harm. I will be happy to produce all of the screenshots regarding this product, order details, medical details as well as the recent product reviews on amazon, in which others have started complaining about the same issues.